Manufacturer narrative:
The technician found the stretcher was missing the lower pivot block, roller guide and latch bolt. The technician replaced the siderail parts to repair the stretcher.

Event description:
Info received indicates the siderail is not latching.